Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a check plunger sensor error. There was no patient involvement.

Manufacturer narrative:
D9: device received on 8/6/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the problem was caused by flippers not being in the rest position upon bootup. The plunger case was replaced to fix the issue. The drive train components were also replaced due to a travel course error found during preliminary testing.